Event description:
It was reported that the customer was experiencing difficulty in charging the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was reset and the customer continued to use the pump for insulin therapy.